Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely factor causing peeling of the coated portion of the cutting wire might be the following. However, the exact cause could not be determined. ·it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1- address: (B)(6) hospital. The device was evaluated. Device evaluation found the wire sheathing was torn and peeled off. There was no damage at the location where the wire sheathing was torn. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the single use 3-lumen sphincterotome v experienced the insulating coating were partially peeled off and the knife wire was exposed. The event took place during preparation for use. The device was replaced and the intended procedure was completed using a similar device. There was no report of patient or user harm associated with the event.